Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer reported their blood glucose rose to over 600 mg/dl, prompting a hospitalization on (B)(6) 2015. The customer reported the insulin pump failed to treat for their blood glucose, causing the hospitalization. The customer stated they were hospitalized for five days with diabetic ketoacidosis. Customer was not wearing the insulin pump at the time of hospitalization. Troubleshooting was not completed as the call was dropped. The customer was unable to be reached again to finish troubleshoot. The customer declined to return the insulin pump for analysis.